Event description:
It was reported that the patient's left ventricular lead was explanted and replaced due to phrenic nerve stimulation. No further information available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.